Event description:
It was reported that a device separation occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.00mm periph rotalink plus and rotawire were selected for use. During the procedure, it was noted that the wire was stretched out and separated. The device was completely removed from the patient's body. No patient complications were reported, and the patient was stable after the procedure.